Event description:
A perceval pvs27 was implanted and explanted intra-operatively. It was reported that after the valve was implanted, on side of the leaflets appeared short and did not coapt, resulting in regurgitation. The valve was explanted and replaced with a new perceval valve of the same size. It was reported that the patient was not affected.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device was not received for analysis, no device investigation can be performed at this time and the root cause of the event cannot be established. However, based on the document review performed, no manufacturing deficiencies were identified. Furthermore, it was reported that the patient's native valve was bicuspid. It should be noted that the perceval instructions for use indicate that "data from clinical or in vitro testing are not available to establish the safe use of the perceval valve in patients with congenital bicuspid aortic valve. Therefore, careful consideration of its use is recommended in such cases, especially when the depth of the 2 sinuses in the lvot is unequal." It is therefore possible that the patient's specific anatomy contributed to the reported incident, although this cannot be confirmed. H3 other text : device not received

Event description:
A perceval pvs27 was implanted via upper sternotomy and explanted intra-operatively. It was reported that after the valve was implanted, on side of the leaflets appeared short and did not coapt, resulting in regurgitation. The valve was explanted and replaced with a new perceval valve of the same size. It was reported that the patient was not affected and that the added cross clamp time resulting from the event was 10-15 minutes. It as reported that there were no patient anatomical features that were believed to have contributed to the event; however, the patient's valve was reportedly type 1 bicuspid.

Manufacturer narrative:
The returned valve was received in generally good condition, with what appeared to be a pen mark on one of the leaflets. Visual inspection of the returned prosthesis confirmed the absence of pre-existing defects. Hydrodynamic testing of the returned prosthesis confirmed that the valve meets the iso 5840 minimum requirements. No anomalies were observed during the open/close cycle. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device. As previously reported, the event can reasonably be attributed to the patient's specific anatomy (i.e. Bicuspid valve type 1). Updated fields: concomitant medical products, device evaluated by MFR.